Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction recurs, which the customer understood and acknowledged.